Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with 250cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Chronic fatigue, hair loss, dry skin, reoccurring infections, and generally feeling ill were all noted. The patient stated some issues began after her thyroid was removed roughly one year prior to her implants being placed, however, she could not pinpoint what issues began with implantation and which ones began with thyroid removal. Approximately one year following implantation, lateralization of the left breast causing altered appearance and feeling of the breast occurred. The migration of the left breast required a revisional surgery in which a sling was placed to the implant in the correct location. Additionally, left sided breast pain near the nipple was noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2020-03683 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6593375, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).